Event description:
Event determined to be reportable based on analysis approved 04/12/2007: it was reported that during a percutaneous coronary interventional (pci) procedure, the catheter was unable to cross the lesion. The lesion was located in the circumflex (cx) artery. The taxus liberte 3.0mm x 24mm stent delivery system (sds) was advanced, however, the catheter was unable to cross the lesion. The device was removed and a second taxus liberte 3.0mm x 24mm sds was advanced, however, the catheter was unable to cross the lesion. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good". Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed distal stent damage. Some of the stent struts were misaligned and twisted. This type of damage is consistent with the device meeting some form of restriction during insertion. It is advised in the taxus liberte directions for use (dfu) that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.